Manufacturer narrative:
The device in question has not yet been returned to boston scientific for technical analysis. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.

Event description:
It was reported that during the removal of an imaging device, the patients heart rate and blood pressure dropped. The patient was treated with medication and was returned to her room in stable condition.